Event description:
Reporter indicated that vns pt was scheduled for explant due to wound dehiscence that occurred after the pt suffered a fall that impacted the generator site. Before the fall, the pt complained that the generator was "burning their skin". The pt's family member contacted treating physicians and reported that the pt's skin at the generator site was red, bruised and "burned" and that there was an intact, fluid-filled blister in the area as well. Treating physicians instructed the pt's family member to tape the magnet over the device to temporarily discontinue stimulation and to take the pt to the hosp emergency room. Treating physician met the pt at the hosp emergency room and programmed the device to off. Neck and chest x-rays were normal. The pt was instructed to apply cold compresses to the area. Treating physicians indicated that there was not a blister present when the pt was seen in the hosp emergency room, but that the bruise was evident and that the pt has a history of falling. The pt's device was programmed back to nine days later and their family physician prescribed antibiotics. There was a report of staph infection at the pt's school. It was later reported that the pt had since experienced a fall, causing the bruised area of skin over the generator to "burst open:. The pt is scheduled for explant. Investigation to date has been unable to determine the cause of the reported event.

Event description:
The cause of the reported rash, bruising, wound dehiscence, and infection was not determined. The possible cause(s) may be a reported staph infection at the pt's school, medications that may have altered the pt's immune system. Or the reported fall.